Manufacturer narrative:
This report is submitted on august 02, 2023.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023, due to skin issues. Subsequently, the patient was converted to a transcutaneous osia implant system under general anesthesia during the same surgery.